Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'white screen.' Was reproduced. A review of the event history log (ehl) revealed occurrences of 'white screen.' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty processor pcb. The processor pcb will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.